Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 70 mg/dl and an ilet alert for low glucose; the user treated with oral carbohydrate (orange pineapple juice), and the event resolved without external assistance or medical intervention. Symptoms included feeling unwell. Outcomes included no injury, no hospitalization, and successful self-treatment. Investigation included review of user-reported event details and troubleshooting and education provided. Investigation of this case revealed no device malfunction reported, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.